Manufacturer narrative:
Product complaint # (B)(4). Photo evaluation: upon visual inspection of two photos, the following was observed: the two photos show tissue supported for surgical instrument and ooze is noted. Based on the photo alone the event described cannot be confirmed. Additional information was requested and the following was obtained: what were the indications for surgery? Low rectal cancer. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Not enough. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Were the donuts inspected? If so, please describe. Yes. Nothing unusual happened. Was a complete transection of the white breakaway washer visually confirmed? No reported. Was a leak test performed? If so, what was the result? Attempted to perform intestinal tube pumping examination, but the patient was obese and difficult to carry out; he turned to touch it by hand, touched the circular staple, and felt uneven and smooth, but did not pay attention to it. How was the leak identified? On the second postoperative day, the patient had fever and feces in the abdominal drainage tube were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape of the staples. At the time of the second operation, it was found that two-thirds of the intestinal anastomosis was not closed and the staples were not closed well. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? Related to device deficiency. Causes of patient: the patient was relatively obese, with tissue edema, poor quality of intestinal canal and poor nutrition of the patient, so the preventive ostomy was performed what is the current status of the patient? The patient received the first surgery on april 11 and the second surgery on may 5. The patient was still hospitalized and in stable condition, and is expected to be discharged in another two weeks.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape of the staples. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? What is the current status of the patient?

Event description:
It was reported that the patient's indication is rectum cancer. The patient was with low rectal surgery on (B)(6) 2019, chose the lowest staple height, after fired, opened the device by turning adjusting knob counterclockwise full of revolution. On (B)(6) 2019, noted leakage, the patient was given irrigation for half a month and found that he still had a high fever. Did 2nd surgery on (B)(6) 2019, noted 2/3 anastomotic stoma was leaking. Suture was used to oversew, and created permanent stomy. The patient is stable and in the hospital now. The patient will leave from hospital two weeks later.